Event description:
It was reported that during insertion of the iab, the balloon unwrapped during passage through the sheath. As a result of this, the iab was removed and replaced. There were no pt complications.